Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a faulty differential (diff) mixing motor and also found the blood sampling valve (bsv) probe was bent not allowing the rinse block to seal properly. The fse replaced multiple tubing, actuators, check valves and the bsv and the rinse block to resolve the leak issue. The fse also replaced the differential (diff) motor to resolve the diff voteouts. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported failing differential (diff) background and a leak of approximately 1 ml of cleaner from the probe of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The operator was wearing a lab coat, goggles and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.